Event description:
A peritoneal dialysis (pd) patient reported to (B)(6) customer service that they were diagnosed with peritonitis. In additional follow-up with the patient¿s pd nurse, it was reported that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count (result not provided) and growth of gram-positive cocci (species not provided). The patient was diagnosed with peritonitis. However, the nurse stated the patient could not receive intra-peritoneal (ip) antibiotic therapy due to a concomitant pd catheter (not a (B)(6) product) malfunction. As a result, on (B)(6) 2026, the patient was hospitalized for evaluation of the pd catheter and for intravenous (IV) antibiotic therapy (details are unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or other issues with their (B)(6) products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a patient breach in aseptic technique. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).